Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye which noted a bent spike. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a uv flash transfer set leaked. This event occurred during use with patient involvement. The uv flash transfer set has been in use for two months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.